Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign object coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed; however, the foreign material inside of the device was not identify. Also, the root cause of the foreign material remaining in the subject device was not identified, and it is unknown if the reprocessing was conducted in accordance with the IFU. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in the gif-1200n operation manual chapter 3 preparation and inspection. -states the preventative measures in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.